Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint was duplicated. The root cause appears to be a poor bond wire connection within the e-box. The device was repaired and returned to the customer.

Event description:
It was reported that the device was running without the trigger being pressed. It is unk if there was any pt involvement or adverse consequences associated with this event.